Event description:
The lead was attempted on (B)(6) 2011, due to product performance issue. Problems with the lead. No other information was available at this time. No physician or hospital known this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).